Manufacturer narrative:
The console was serviced at the customer site. During inspection onsite, the emergency stop button was found to be broken. The field service engineer replaced the broken component, resolving the issue. The console was ready for use.

Event description:
It was reported that, the emergency stop button broke and fell off. There was no patient and procedure outcome provided.

Event description:
It was reported that, the emergency stop button broke and fell off. There was no patient and procedure outcome provided.